Event description:
Related manufacturer reference number: 2017865-2022-45883. It was reported the patient presented for a lead revision. Interrogation prior to the procedure revealed the atrial lead had a history of chronically oversensing noise and low pacing impedance. The atrial lead was explanted and replaced. During the procedure, the physician noted an insulation breach on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was in stable condition.